Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was not able to confirm the customer comment of a shutdown following a battery change, but it was noted via the logs that there were errors and therefore the main printed circuit board was replaced as a preventive measure. Analysis did confirm the customer comment of the main seal protruding from the case and the seal was realigned. It was additionally noted that on the upper case one boss was contaminated and the lower case was broken and five case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. (B)(4)

Event description:
It was reported that the external pulse generator was involved in an incident here whereby the nurses indicated they changed the batteries only to be alerted by the patient monitor afterward that the pacer had turned off on a pacer dependent patient. The incident report indicated no harm. It was further reported that when the generator was picked up for return that the gasket was loose and protruding from the case. The generator has been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. Bench analysis found that all tests passed. The error log was reviewed however due to the nature of the log entries there is insufficient data to come to a conclusion for the reported shutdown other than the final shutdown was the result of the batteries reaching "end of life". There were many recorded lengthy sections with no issues. Conclusion: the reported event could not be confirmed, the device was operating normally. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.